Event description:
The flogard pump was returned to baxter for service. During service, the technician found a cracked door assembly. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported broken latch on the flogard pump found during bio-med testing. Evaluation summary: a baxter service technician evaluated the pump and confirmed the customer reported condition of a broken latch pump was due to the cracked door assembly found during service. The door was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.